Event description:
A report was received that the pt was experiencing difficulties charging the ipg. The physician determined that the charging difficulties were caused by the top portion of the ipg slightly sticking out and the bottom portion of the ipg buried deeper. The pt is expected to undergo a pocket revision procedure.